Manufacturer narrative:
Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿110, 107 and 98 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿s criteria for precision. The patient manages her diabetes with self-adjusted insulin (unspecified type and dose) and she denied making any changes to her usual diabetes management regimen in response to the alleged issue. The patient advised that a few hours after the alleged issue began, she became ¿dizzy and confused¿ and that she self-treated with food and/or drink. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter, that an approved sample site was used to obtain the readings and that the correct testing method was being followed. The csr established that the test strips had been incorrectly stored outside the test strip vial. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The initial 3500a report should have had "serious injury" documented as the type of reportable event. This field has been updated with the correct information.